Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted into the rca. Approximately 6 months post index procedure the patient underwent elective diagnostic coronary angiogram. It was reported that the patient suffered myocardial infarction of the target vessel. The patient received thrombolysis. The patient was also treated with medication. The patient recovered, the investigator assessed the event as possibly related to the index device and anti-platelet medication.